Event description:
Clinical study. It was reported that 117 days after a coronary drug eluting stenting treatment procedure, the patient had stent thrombosis (st) and required a target vessel reintervention (tvr). The index procedure treated a 3.0x24mm, 90% stenosed lesion in the mid right coronary artery (mid rca) with placement of a taxus express2 8.8% 3.0x24mm drug eluting stent. The lesion was not pre-dilated, but it was post-dilated. There was no reported complications post-procedure. The patient was discharged 3 days later on ace inhibitor, statin and aspirin. One hundred seventeen days after the index procedure, the patient developed mid sternal chest discomfort and presented to the ER. Chest pain was described as a heavy sensation with diaphoresis and shortness of breath. There was no radiation of the pain. His level 9 chest discomfort was treated en route to hospital with 2 sublingual nitroglycerine and aspirin. In emergency room the patient received dilaudid and phenergan for pain control and was given a heparin bolus and then the drip was started and oxygen was in place. The patient urgently underwent coronary angiography and intervention of the mid rca which was totally occluded with in stent restenosis and a large thrombosis. No stent was placed. The occluded area was treated with multiple balloon inflations to restore flow with a 0% residual stenosis. Gpiib/iia reopro was given along with fentanyl, versed and atropine. Patient was admitted to the hospital for monitoring of further complications and administration of gpiib/iia agents. The patient stated he had been non-compliant with plavix and poorly managed his diabetes. The patient never took plavix after the index procedure due to cost. In the opinion of the physician, the relationship of the st and tvr to the taxus stent is possibly related. The patient was taking aspirin at the time of this cardiac event.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.